Manufacturer narrative:
Concomitant medical products: 100ml baxter bag ndc 0338-0049-18, lot p345363, exp jul 2017, 0.9% sodium chloride injection; therapy date (B)(6) 2016. The customer¿s report of an insulin overinfusion was confirmed during functional testing. The pcu event log shows that at 12:52 am on (B)(6) 2016 the pump module was programmed to infuse insulin 100unit in 100ml at 2ml/hr. The infusion continued at this rate until 1:54 am, when the dose was changed to 1unit/hr, which made the rate 1ml/hr. The device was channeled off at 1:58 am and then was restarted at 2:08 am. The infusion then ran until 2:12 am when the device was channeled off and removed. The volume recorded as being infused during this period was 2.17ml. Functional testing found the pump module to be delivering out of specification on the high side. A broken occluder spring was observed on internal inspection. The mechanism assembly is an older assembly which did not have the orange tamper resistant seal on its screws and the assembly appears to have been disassembled and lubricated by the customer at some point due to the fact that the device has no prior service history other than being x-ray inspected in (B)(6) of 2008. Based on the device¿s history, it is believed that the occluder spring was improperly installed during the time the customer greased the camshaft/mechanism assembly. There were no anomalies observed with the returned primary set. The proximate cause of the overinfusion was a broken occluder spring. The root cause of the broken spring is believed to be the result of the spring being misassembled onto the post of the occluder finger.

Event description:
The customer reported that a 100 ml bag with insulin was programmed to infuse on an ICU patient at 2 units/hr (2 mls/hr). The nurse was called to change the bag of fluid earlier than expected and found an empty bag, however the device showed 97.9 ml vtbi remaining, and estimated 100 units of insulin infused in under an hour. The md was notified, labs were drawn and showed the patient's blood sugar had dropped from 328 to 116, and the serum potassium had dropped to 3.0 from 3.6. Unspecified physician orders were given and reportedly the patient's hospital stay was prolonged as a result of the event.